Event description:
It was reported that the lead exhibited high pacing threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded and the proximal coil exposed at 6.8 cm - 7.1 cm from the distal tip which could have caused the reported threshold anomaly. The abrasion is consistent with that produced by friction to another implantable device.